Event description:
It was reported that the patient attended the clinic for routine follow-up. It was observed that the lead safety switch of the pacemaker had switched the programming vector of the right ventricular (rv) lead from bipolar to unipolar due to rv pace impedance greater than 3,000 ohms. The patient was dependent and experienced episodes of pacing inhibition due to oversensing of noise as well as lightheadedness and syncope during the episodes. The physician suspected lead fracture and the patient was admitted (x-ray planned). The lead was replaced on (B)(6), 2025. No additional adverse patient effects were reported.